Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported that after having bilateral intraocular lenses (iol) implanted, she has blurry vision that makes her strain to focus causing her eyes to hurt, as well as, headaches. The vision interferes with reading, computer work and color perceptions. Additional information was requested. There are two medical device reports associated with this consumer. This report is associated with the right eye.